Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that a motor stall was confirmed in the pump logs with no motor stall recovery recorded. It was noted that the motor stall was caused by patient having MRI or other medical procedure. It was reported that the patient had an MRI of the shoulder the day prior and when the healthcare provider (hcp) was checking the pump the morning of report. It was noted that the patient had not been hearing alarm from the pump since MRI. It was reported that upon checking logs a second time the motor stall recovery was noted. It was noted that this resolved the reported issue. It was reported that the pump was used to infuse bupivacaine and morphine.